Event description:
It was reported the patient underwent an initial bar placement on an unknown date. Subsequently, the patient under a re-operation with debridement, application of vancomycin, and closure approximately a few weeks after surgery due to mssa infection around the bar. Significant inflammation was observed at the site. Approximately one (1) year later, the patient had a chronic wound on the opposite side that also grew mssa. No further intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.